Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed an increase in pace impedances to >3000 ohms. The health care professional (hcp) indicated that they were aware of the clinical observations. There were no adverse patient effects. The lead remains in service.